Event description:
It was reported that allegedly a tracheobronchial stent graft would not deploy once it was advanced to the treatment site. The device was intended to treat a severe stenosis in the distal right superficial femoral artery. The device was advanced through a 9f x 11 cm introducer sheath over a 0.035" guidewire using a crossover approach. The tracking path was not calcified or tortuous. The physician did not observe any resistance during advancement. The physician attempted to deploy the device in a pin and pull fashion; however, the outer portion of the catheter separated from the plastic housing during deployment. The device could not be deployed and the entire system was removed from the pt without incident. The stent did not partially deploy. Another device was used successfully to complete the procedure. There was no pt injury.

Manufacturer narrative:
The review of the manufacturing records show that no remarkable incidents occurred. The device has been returned for evaluation, the investigation is currently underway.